Event description:
Dignishield stool management system device was used on pt. Pt had a colonoscopy with biopsy and control procedure performed on (B)(6) 2016 which showed areas of necrosis from th is device.